Manufacturer narrative:
The pump was monitored with multiple basal rates and passed the self test. No alarm was noted during testing. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of receiving a software error alarm. The customer's blood glucose level at the time of incident was unknown. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.